Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve pocket stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds, intermittent loss of capture, high and undefined impedance and a confirmed fracture was noted. Reprogramming occurred. The rv lead was capped and replaced. The implantable pulse generator (ipg) were removed and replaced. No further patient complications have been reported as a result of this event.